Manufacturer narrative:
On 11/10/2015 a medtronic representative, following-up at the site, reported the hex screw head on the medium clamp has almost stripped out. Site is not interested in replacing the damaged instrument as they have multiple back-up instruments. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their suretrak2 medium clamp was damaged. The damaged clamp was discovered while in sterile processing at the site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.